Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the solid wire within the handle broke while using the alliance handle to crush a stone. After the wire broke the handle was removed and the wire was attached to a soehendra lithotripsy system and the physician was able to 'pop' the tip of the basket and remove the device from the patient. The pancreatic stone was approximately 1.6cm and it remains within the patient along with the detached device tip. The procedure lasted 2-3 hours and the patient spent one night in the hospital. It was reported that the patient is in well current condition and will be rescheduled for a laser lithotripsy at a future procedure.